Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones and this device triggered an alert for high out-of-range shock impedance measurement, measuring greater than 126 ohms. Data was provided for review and boston scientific technical services agree with the physician plan. The plan is to increase the shock impedance limit to 150 ohms and continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This ICD and right ventricular lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones and this device triggered an alert for high out-of-range shock impedance measurement, measuring greater than 126 ohms. Data was provided for review and boston scientific technical services agree with the physician plan. The plan is to increase the shock impedance limit to 150 ohms and continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This ICD and right ventricular lead remain in-service.